Manufacturer narrative:
Section h6: correction. Manufacturer's investigation conclusion: a direct correlation between the device and the reported syncopal episode could not be determined through this evaluation. Moreover, the report of an alarm prior to the exchange of the system controller could not be confirmed as no log file data from the patient¿s original system controller is available and no equipment was returned for evaluation. It was reported that the patient experienced a syncopal episode and was airlifted to trauma. The account submitted a system controller log file from the patient¿s backup system controller on (B)(6) 2019. A pump off alarm was noted; however, the account later reported that the pump off alarm was a result of a system controller exchange performed by one of the paramedics while transporting the patient to trauma. Per additional information provided by the account, the controller was exchanged before the patient's arrival to the hospital most likely due to the paramedics hearing the controller alarm and thinking that a controller exchange had to be done. However, the specific alarm that occurred during the patient¿s transport could not be identified through this evaluation as no log file data from the patient¿s primary system controller is available and no equipment will be returned for evaluation. At the time of the log file submission on (B)(6) 2019, the account noted that the controller date was set as 1 day prior to the current date and only 10 log events were recorded. The patient reportedly came to the clinic the day prior and the normal 240 events were populated when interrogating the device. The customer was reportedly unsure why the current day¿s submitted log file data only showed the short history including the pump stop event (related to system controller exchange). The submitted system controller log file was dated (B)(6) 2019 and captured a total of 10 events. The first two recorded events had a timestamp of (B)(6) 2018 10:28 am and showed that the fixed speed was set to manufacturing settings of 6000 rpm with no pump connected and low speed/low flow hazard alarms and motor stopped flags were active. At timestamp (B)(6) 2019 9:10 am, the system controller was connected to battery power and the driveline was connected to the controller, which is consistent with the report that the patient¿s controller was exchanged on that date. The subsequent recorded data captured 7 events over 30 minutes on (B)(6) 2019 from 9:15 am ¿ 9:45 am, per the timestamp. The pump appeared to be operating as intended at speeds above the low speed limit during this timeframe with stable vad parameters and no atypical alarms captured. A specific cause for why the submitted log file captured only 10 events could not be conclusively determined through this evaluation. Information provided by the account indicated that the patient was stable a few days following arrival to the hospital and was discharged home. The patient remains ongoing on (B)(6) and no additional events have been reported on the pump at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 7 months (the age is calculated from the date of implant to the event date.) The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was airlifted to trauma, and a pump-off alarm occurred and was noted. The controller date was set as 1 day prior to current date and only 10 logs were recorded. The patient went to clinic and all logs were seen at that time. Only 30 minutes were found on the log history when the patient came to clinic. The normal 240 events were populated when the device was interrogated. It was unsure to why the log history only showed a short history including the pump stop event.